Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction was not returned for evaluation, however medical records were provided and reviewed. The investigation is confirmed for filter tilt and filter migration, however, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: d4: (UDI), g4: PMA/510k. H11: g1: MFR site. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model: ec500j vena cava filter allegedly experienced migration of device, malposition (tilt) of device, and difficulty to remove. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a 53-year-old male whose weight was not reported.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction was not returned for evaluation, however medical records were provided and reviewed. The investigation is confirmed for filter tilt and filter migration, however, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced migration of device, malposition (tilt) of device, and difficulty to remove. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6)-year-old male whose weight was not reported.